Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that an unknown ¿mold-like material¿ was found floating inside of the vamp flex syringe during use. Replacing the device solved the issue. It is unknown how many days the device was in use prior to noticing particulates in the syringe. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It was originally reported that the ir spectrum of the 2nd particle from the 1st slides of the unknown material showed similar absorption characteristics when comparing to a cellulose-like material. The corrected unknown material was determined to be cellophane like material. The 3rd party supplier was notified of this event and an investigation into particulates in the barrel component is underway.

Manufacturer narrative:
One single dpt-vamp plus kit with an IV set and pressure tubing were returned for examination. The reported event of ¿unknown material was found floating inside the vamp plus syringe¿ was confirmed. Unknown material was observed in the solution located inside of the vamp plus reservoir. No other abnormality was observed throughout the kit during a visual examination. The kit was flushed continuously for 5 minutes. The unknown material was flushed out from the kit during flushing, and captured on filter paper. It was not able to measure the size of the unknown material as the particulate was under 0.5mm. A supplemental report will be forthcoming with the chemistry results and investigation of this event once received. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Particulates that are in the fluid path could enter the bloodstream, potentially embolizing and resulting in patient injury or infection. In this case there was no patient injury or complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The unknown material was kept between glass slides and sent to irvine chemistry for further analysis. Per the chemistry study, the ir spectrum of the 1st particle from the 1st slides of the unknown material showed similar absorption characteristics when comparing to a cellulose-like material. Additionally, the ir spectrum of the 2nd particle from the 1st slides of the unknown material also showed similar absorption characteristics when comparing to a cellulose-like material. There were no significant ir fingerprints found from the unknown microscopic material in the 2nd slides. As a result, the unknown particle cannot be identified. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint, including the chemistry findings.